Event description:
Device 1 of 2. Reference MFR. Report 1627487-2013-23207. The patient has 2 leads (from the same lot) as part of her scs system. It was reported the patient is unable to establish communication between the ipg and the patient programmer. A replacement programmer did not resolve this issue. The patient also reported experiencing stimulation in her stomach which was uncomfortable. X-rays were taken and indicated the ipg appeared to have flipped in the pocket, which caused the leads to migrate. Surgical intervention was undertaken on (B)(6) 2013 and the leads were explanted and replaced. Effective stimulation was achieved and post-operative the patient's ipg was able to communicate with external devices.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.